Event description:
It was reported that in central processing, one of the cables was frayed on the prograsp forceps instrument. This was identified after the instrument was cleaned and sterilized. The instrument was not used in a surgical procedure. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed the distal clevis hub. No damage was found on the clevis. Failure analysis investigation also found the following damages: the instrument's distal pulley had mechanical indentations/burrs damage. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found.